Event description:
A discrepant result was obtained on the suspect device when compared to a lab. The device result reported was >8.0 inr for two pt's. The lab result reported was 4.0 pt 1 and 3.67 inr for pt 2. The device was replaced and requested to be returned for evaluation.